Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wound dehiscence at the implantable pulse generator (ipg) site due to potential infection. The ipg system was removed. No further patient complications have been reported as a result of this event.